Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 2201118 and 2202133, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of each lot were used for additional evaluation. Product was visually inspected and no issues were identified. Functional testing was performed, connecting the protector samples to a vial, injector, and syringe per the instructions for use provided with the product. In all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended with no leakage into the expansion chamber. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ protector p50 was leaking. The following information was provided by the initial reporter: is leaking during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2201118. Medical device expiration date: 31-dec-2026. Device manufacture date: 05-jan-2022. Medical device lot #: 2202133. Medical device expiration date: 31-jan-2027. Device manufacture date: 25-feb-2022.

Event description:
It was reported that the bd phaseal¿ protector p50 was leaking. The following information was provided by the initial reporter: is leaking during use.